Manufacturer narrative:
The customer¿s reported directions for use (dfu) issue was verified that it is a valid complaint. The user can press ¿channel select¿ and hit the up arrow (or down arrow), even without selecting a field (like rate, vtbi or dose) - as opposed to what the dfu states (user to select rate or vtbi first prior to pressing up/down arrow key). When there is a rate change, the user will need to verify the changes and press start in order for the change to take effect. A device malfunction is not occurring.

Event description:
It was reported a feedback with regards to the alaris directions for use (dfu), which instructs the user that selecting a field ("press either rate or vtbi soft key) must happen first prior to the up/down arrow allowing titration. However, the functionality on the device proves that one can hit the up/down arrow without selecting rate, dose or vtbi (volume to be infused) for the arrows to adjust the rate. Per dfu, once rate or vtbi is made the user will need to verify the infusion parameter entry and press start soft key. For the patient event mentioned in the customer's report, please refer to manufacturer report number 2016493-2020-01567.